Event description:
The customer reported that after 3 hours of use, the cuff of the tracheostomy tube was deflated. The pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.